Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient's cgm was reading 319 mg/dl while the bg meter was reading 411 mg/dl. The patient was experiencing disorientation and could not think clearly. The patient's wife treated the patient with insulin as treatment. It was reported the patient rested and then was "okay" after a few minutes. There was no documentation of the patient seeking assistance from a higher level of care. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.